Event description:
New information: surgeon advised that he has determined that the issue is not related to the use of the harmonic device and asked that his comments be withdrawn. He said that he thought the issue was possibly related to a stapler but he is not sure what caused the issue.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information asked: was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Did the gen11 display any yellow alert screens during the procedure? What power setting was the generator on? Was the power level of the generator changed to achieve better cutting and/or coagulation? How long after the original procedure did the bleeding occur: (provided number of hours, days, etc.) Where was the bleeding from? (State where) was the bleeding from an area were the harmonic devices was used? How much blood was lost? (Cc¿s) how was the bleeding controlled in the 2nd procedure? What was the size of the vessel or artery? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Manufacturer narrative:
(B)(4). New information - event is not reportable.

Event description:
It was reported that they were notified by a direct contact with the surgeon that post op the patient was readmitted to the hospital after being discharged. The patient experienced bleeding at the momentum site and was given a blood transfusion. The amount of blood loss and the units of blood administered to the patient are unknown at this time. No additional information was provided by the contact. Device discarded.